Manufacturer narrative:
Event date - estimated as (B)(6) 2021 as the event date is unknown and the literature article was published 11/23/2021. Literature citation: osayi lawani and edward baptista. Large device-related thrombus detected following symptoms of transient ischemic attack. Volume 2021, article ID 9195984, 6 pages. Https://doi.org/10.1155/2021/9195984.

Event description:
It was reported via literature that a transient ischemic attack (tia) and thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman flx laa closure device with delivery system (wds) was used. The procedure was completed successfully and the patient was prescribed aspirin, clopidogrel, and rivaroxaban. Two months post procedure, the patient underwent a transesophageal echocardiogram (tee) which showed the closure device had maintained a good position and no presence of significant peri device leaks. Approximately five months post procedure the patient presented to the emergency department with reported left side numbness. Chest x ray, head computed tomography (CT), brain magnetic resonance imaging (MRI), and CT angiogram of the head and neck all reported unremarkable findings. A tee revealed an injection fraction of 55 to 59 percent, a mildly dilated left atrium, and a large thrombus measuring 2.5 x 1.5 cm on the face of the closure device. The patient was prescribed rivaroxaban and discharged. Two months after the large thrombus was observed the patient underwent a follow up tee. The left atrium was moderately to severely dilated and the thrombus attached to the face of the closure device had decreased in size but not completely dissolved. The patient was to continue his rivaroxaban 20mg daily and follow up again with his cardiologist for future observation.